Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. During the power up process the double beep cassette alarm was not duplicated. The downs stream sensor was replaced as a preventative maintenance.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" during testing. There was no patient involvement.